Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an event where some white particles were found in the cannula on (B)(6) 2024. Patient changed the set and cannula. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.